Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the tips of the screw driver shaft are broken off. The broken fragments have been disposed by the hospital. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The screwdrivers were analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fractured surfaces are homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. There are various reasons for such breakages: torque limiter possibly out of range, tremendous applied mechanical lateral stress, not inserting the tip completely into the recess of the counterpart, fatigue factor over the years, for a combination of these causes can lead to such breakages. No product or material related condition was found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.